Event description:
It was reported that the 9600+ system was tracking kvp higher than needed and it will image through the collimator blades. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Checked tracking, dose and resolution. All met specification. Focus required a slight adjustment. Could not duplicate the original issue. The system was tested and found to be working as intended and placed back into service.